Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Severity ranking is s2. A complaint history check was performed and this is the 1st related complaint for needle clog on lot # 8163903. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported with the use of the bd ultra-fine¿ short insulin pen needle there was an issue with no insulin flow during injection.

Event description:
It was reported with the use of the bd ultra-fine¿ short insulin pen needle there was an issue with no insulin flow during injection.

Manufacturer narrative:
H.6. Investigation summary: customer returned ten (10) used 31g x 8mm bd pen needles without tear drop labels attached. Consumer reported during injection, no insulin flow. All 10 returned samples were examined, and it was observed that nine samples had bent non-patient end (npe) cannulas, and one sample had a broken npe cannula, however, no manufacturing defects were observed on the samples. As all 10 samples were returned after use, and no manufacturing defects were observed, the probable cause of the bent and broken npe cannulas is user error when attaching the pen needles to a pen injector. The bent or broken npe cannulas would be the cause for no flow through the pen needles, hence, the customer would think the pen needles were clogged (as reported). A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (bent and broken npe cannulas). The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10

Manufacturer narrative:
Date of event: unknown. Device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd ultra-fine¿ short insulin pen needle there was an issue with no insulin flow during injection.